Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack at the edge of the rim of the minicap which resulted in iodine leakage. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample and one photograph were received for evaluation. A visual inspection with the naked eye noted a crack on the minicap sample with iodine surrounding the area of the crack. An under water pressure test was performed and bubbles were observed. A crack that leaked was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.